Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des were implanted in the lad. One resolute onyx des was implanted during another revasc to treat the 1st obtuse marginal. Approximately 34 months later, the patient suffered mi. Event was treated with hospitalization, medication and pci. Patient recovered. The site and the sponsor assessed the event as not related to the device or the anti-platelet medication. Safety commented "revasc ntv". Stenting was carried out in the 1st obtuse marginal and rca during a revascularization procedure. Cec adjudicated mi as non-q-wave mi of the rca and the cx (non-target vessel). Cec adjudicated revascularization of the rca and cx as non-tvr-pci.